Event description:
It was reported that pump would randomly shut off and stop delivering insulin. Customer declined follow up from Tandem Technical Support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.